Manufacturer narrative:
The device was returned dirty and corroded. The scissor blade broke due to poor maintenance and failure to clean the device per the directions for use.

Event description:
The facility reported that the surgeon was attempting to cut a misplaced iol for explant when the blade of the packer/chang iol cutter broke off in the eye. The broken blade was removed from the eye and there was no impact to the patient.